Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However based on the results of the investigations, it's likely that insertion section coating peeled off was due to the following stress applied to insertion section: physical stress such as scratching/hitting the insertion section. Chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual). Stress by poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found air/water leakage from the insertion tube/bending section. Due to wear of angle wire, bending angle in up and down direction did not meet the standard value. Due to deformation of bending tube, bending angle in up direction did not meet the standard value. Due to damage on bending tube, connection between bending section and second bending section was not secured. Adhesive on bending section cover was detached, the bending section cover was also cut, due to this, water tightness was lost. The distal end was cracked. The insertion section was collapsed, buckled, depressed, scratched, cut, and wrinkled. The grip, universal cord, control unit, and switch 1 were scratched. The light guide bundle had breakage. Due to damage on the charged coupled device unit, the specified resolving power was not obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had leakage from the insertion tube/bending section, dirty distal end, and scratched connecting tube. The issue was found during preventative maintenance. The device was returned for evaluation. During the device evaluation, peeled coating on the connecting tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.